Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was being prepped for surgery and they needed assistance turning stim off. Patient kept getting poor communication with and without the antennae cord plugged into the programmer. Had patient try repositioning the antenna and repositioning the programmer over the ins and they still got poor communication. Patient had anesthesiologist try as well, and they saw the same screen. Reviewed that patient's ins may be at eos, based on implant date. Patient said that they don't think that could be possible because they can feel stimulation and feel a pulse sensation in their rectum area. Patient said they feel the pulse and then it relaxes for 10 seconds. Patient also mentioned that they had the ins replaced 2 years ago because they noticed 2 years ago that the ins was too high and rubbing on their belt, so they had the battery replaced and moved further down. When asked if patient had sn for new ins, they reviewed current ins sn. Reviewed with patient that, that sn is the current ins sn we have on file from 2014 and patient confirmed that was the most recent card they received. Reviewed guidelines surrounding electrocautery/cautery with depleted ins. The issue was not resolved through troubleshooting. Redirected to nas to see if a rep could help and sent email to field staff as well.